Event description:
During a standard dental treatment, the handpiece got hot and burned the pt on cheek approximately to the size of the handpiece head. Pt was given some samples of orabase ointment.

Manufacturer narrative:
The analysis of the handpiece did show that the head had a dent. This caused the back cap button to stick in, causing unusual inner friction, causing finally the head to heat up. Root cause is out of experience a strong hit, e.g. A drop during the reprocessing. Also the bearings have been gritty. This might be the result of a stronger wear process due to the high temperatures. The user instruction requires a visual and functional test prior to each treatment to ensure product is within specification, which would hence be mandatory. Reported due to the 2 year presumption rule.